Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the surgeon could not insert the articular surface into the tibia component. The surgery was finished with a backup surface component.

Manufacturer narrative:
Visual inspection of the returned implant identified that one of the rails of the dovetail feature was compressed. It has also been noted that there are nicks and scratches on both the surfaces of the device. Dimensions were found conforming to print specifications where measured. Review of the device history records for the articular surface did not find any deviations or anomalies. This device is used for treatment. Product history search revealed no other additional complaint against the related part and lot combination. The compressed dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. Root cause appears to be problems related to surgical technique.